Event description:
It was reported that during loading of a 29 millimeter (mm) transcatheter valve, a node overlap extending to node 3.5 was observed. Due to severe calcification and as a precaution, a new 29 mm valve was used for loading. Upon loading the new valve, another node overlap exceeding the third node was observed; however, this was within acceptable range. During the deployment of the valve, an infold was observed due to severe calcification. Subsequently, the valve was recaptured and withdrawn from the patient. A third 29 mm valve was loaded and used to successfully complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID: evfxplus-29, (serial: (B)(6)); product type: 0195-heart valves; implant date: n/a; explant date: n/a, product ID d-evolutfx-2329 (lot: 0012685665); product type: 0195-heart valves; implant date n/a; explant date: n/a, product ID: d-evolutfx-2329, (lot: 0012678289); product type: 0195-heart valves; implant date: n/a; explant date: n/a, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a 29 millimeter (mm) transcatheter valve, a node overlap extending to node 3.5 was observed. Due to severe calcification and as a precaution, a new 29 mm valve was used for loading. Upon loading the new valve, another node overlap exceeding the third node was observed; however, this was within acceptable range. During the deployment of the valve, an infold was observed due to severe calcification. Subsequently, the valve was recaptured and withdrawn from the patient. A third 29 mm valve was loaded and used to successfully complete the procedure. No patient complications were reported as a result of this event. Additional information was received to report a "slight" procedural delay occurred as a result of this product issue.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Corrected data: g2. Report source medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.